Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed 28 june 2019. 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address osteolysis and loosening of an unknown component at the cement to implant interface. Depuy cements were used. The patient had his patella resurfaced. No surgical delay. Doi: (B)(6) 2017; dor: (B)(6) 2021; left knee.